Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received stating there was a tear along the inflation system, resulting in leakage at the cuff. Emergent tracheostomy change was required.

Manufacturer narrative:
The suspect tracheostomy tube was returned for product inspection. During visual examination, a 4.0mm fracture was observed on the proximal side of the 15mm connector base. The fracture could not be observed unless the neck strap was manipulated, or pressure was aplied to fracture in the opposite durection of the fracture. A review of the deivce history record could not be performed as not lot informtion was provided. No other product faults or deficiencies were observed with the returned tracheostomy tube. The reported device problem was confirmed to have been present, but the root cause of the fracture could not be undetermined.